Event description:
Reportable based on device analysis completed on 27mar2025. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion but never showed the image. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, device analysis revealed the imaging window and drive cable were twisted. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the imaging window and drive cable were twisted. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. Media provided by the client showed no image on the capital equipment screen.

Manufacturer narrative:
A2: age at time of event: 18 years or older. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the imaging window and drive cable were twisted. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. Media provided by the client showed no image on the capital equipment screen.

Event description:
Reportable based on device analysis completed on 27mar2025. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion but never showed the image. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, device analysis revealed the imaging window and drive cable were twisted.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the imaging window and drive cable were twisted. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140 cm from the distal housing. Media provided by the client showed no image on the capital equipment screen.